Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-op the patient's right ventricular (rv) lead displayed diminished sensing/rv sensing threshold below range. It was noted the lead was sensing appropriately. An x-ray showed slack had been pulled back in the lead, but no intervention was needed at this time. The lead was reprogrammed tip-to-coil and remains in use. No patient complications have been reported as a result of this event.